Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure (batch no. 50500521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping). "), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash / skin condition"), psoriasis ("autoimmune disorder : psoriasis"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal disorder"), the first episode of irritable bowel syndrome ("ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), obsessive-compulsive disorder ("psychological or psychiatric problems condition: ocd"), gait disturbance ("gotten worse"), nausea ("nausea"), allergy to metals ("nickel allergy") and the second episode of irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), was found to have hormone level abnormal ("hormonal changes") and thyroid cancer ("tumor / teratoma / cancer type: thyroid") and underwent gallbladder operation ("gallbladder") and knee operation ("knee"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy (partial),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia had resolved, the dysmenorrhoea, abdominal pain, rash, psychological trauma, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, gastrointestinal disorder, hormone level abnormal, vaginal haemorrhage, cystitis, vaginal infection, female sexual dysfunction, obsessive-compulsive disorder, gait disturbance, nausea, allergy to metals, thyroid cancer, the last episode of irritable bowel syndrome, gallbladder operation and knee operation outcome was unknown and the psoriasis was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, gait disturbance, gallbladder operation, gastrointestinal disorder, hormone level abnormal, knee operation, menorrhagia, nausea, obsessive-compulsive disorder, pelvic pain, psoriasis, psychological trauma, rash, thyroid cancer, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of irritable bowel syndrome and the second episode of irritable bowel syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result :- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the coding of event psychological or psychiatric problems condition: ocd was updated from premature beat atrial to obsessive-compulsive disorder. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure (batch no. 50500521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping). "), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash / skin condition"), psoriasis ("autoimmune disorder : psoriasis"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal disorder"), the first episode of irritable bowel syndrome ("ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), obsessive-compulsive disorder ("psychological or psychiatric problems condition: ocd"), gait disturbance ("gotten worse"), nausea ("nausea"), allergy to metals ("nickel allergy") and the second episode of irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), was found to have hormone level abnormal ("hormonal changes") and thyroid cancer ("tumor / teratoma / cancer type: thyroid") and underwent gallbladder operation ("gallbladder") and knee operation ("knee"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy (partial),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia had resolved, the dysmenorrhoea, abdominal pain, rash, psychological trauma, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, gastrointestinal disorder, hormone level abnormal, vaginal haemorrhage, cystitis, vaginal infection, female sexual dysfunction, obsessive-compulsive disorder, gait disturbance, nausea, allergy to metals, thyroid cancer, the last episode of irritable bowel syndrome, gallbladder operation and knee operation outcome was unknown and the psoriasis was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, gait disturbance, gallbladder operation, gastrointestinal disorder, hormone level abnormal, knee operation, menorrhagia, nausea, obsessive-compulsive disorder, pelvic pain, psoriasis, psychological trauma, rash, thyroid cancer, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of irritable bowel syndrome and the second episode of irritable bowel syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result :- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure (batch no. 50500521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)."), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash / skin condition"), psoriasis ("autoimmune disorder : psoriasis"), psychological trauma ("psych injury"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal disorder"), the first episode of irritable bowel syndrome ("ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), supraventricular extrasystoles ("psychological or psychiatric problems condition: ocd"), gait disturbance ("gotten worse"), nausea ("nausea"), allergy to metals ("nickel allergy") and the second episode of irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), was found to have hormone level abnormal ("hormonal changes") and thyroid cancer ("tumor / teratoma / cancer type: thyroid") and underwent gallbladder operation ("gallbladder") and knee operation ("knee"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy (partial),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia had resolved, the dysmenorrhoea, abdominal pain, rash, psychological trauma, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, gastrointestinal disorder, hormone level abnormal, vaginal haemorrhage, cystitis, vaginal infection, female sexual dysfunction, supraventricular extrasystoles, gait disturbance, nausea, allergy to metals, thyroid cancer, the last episode of irritable bowel syndrome, gallbladder operation and knee operation outcome was unknown and the psoriasis was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, gait disturbance, gallbladder operation, gastrointestinal disorder, hormone level abnormal, knee operation, menorrhagia, nausea, pelvic pain, psoriasis, psychological trauma, rash, supraventricular extrasystoles, thyroid cancer, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of irritable bowel syndrome and the second episode of irritable bowel syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhoea (cramping). Events; pelvic pain / chronic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash / skin condition, autoimmune disorder : psoriasis, psych injury, uti, bladder problem, urinary problem, fatigue, hair loss, gastrointestinal disorder, ibs, essure confirmation test(s) conducted, specify no were added. Fu 2 & 3 process together. On (B)(6) 2019: fu 2 & 3 process together. Pfs received. Lot number and lab data added. Concomitant medication added. Event s: hormonal changes, abnormal bleeding (vaginal), bladder infection, vaginal infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: ocd, gotten worse, nausea, nickel allergy, tumor / teratoma / cancer type: thyroid, gastrointestinal or digestive system condition type: ibs, gallbladder, knee were added. On (B)(6) 2019: follow up 4 and 5 processed together .coding request done. Event progesterone was replaced with progesterone decreased. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.